Event description:
It was reported that the rv lead was capped due to high impedance of 2800 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned. Other: it was reported that the rv lead was capped due to high impedance of 2800 ohms. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification, but this does not relate to event, impedance, high.